Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the neonate's saturation dropped to 22 and there was only a yellow spo2 low alarm. The desat limit was set to 75. The baby was manually ventilated. Further information about the patient's condition is currently not available.

Manufacturer narrative:
Evaluation of the provided data by the philips research and development expert responsible for the sp02 measurement confirmed that the issue is not associated with a product failure. The issue is consistent with normal device behavior which the user misunderstood. The patient had a desat alarm event which was silenced. The subsequent low sp02 alarm was provided because the desat alarm criteria was no longer met but the patient's sp02 was still below the low sp02 limit thereby prompting the yellow low alarm to be presented. When the desat alarm is active, the low sp02 alarm remains in the background but not displayed until such time as the desat condition ends. If the sp02 value is rising but remains below the low limit a low sp02 alarm is then presented and the alarm text will contain the maximum exceeded value or lowest value seen during the measurement interval in the enhanced alarm text. The actual current value for the sp02 measurement is available/displayed on the monitor screen.